Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to inject insulin into the cartridge due to experiencing resistance. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was filled successfully.